Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported 2 discrepant results of false positive on the alinity m sars cov-2 assay. Customer states they had seen an increased in positivity rate. Customer stated that they repeated the 2 false positive results on the cepheid platform and the results were negative. The field service associate (fsa) reviewed the logs. The fsa recommended running 24 water blanks to see if there was an obvious contamination present. The 24 water blanks resulted negative. Additionally, 53 questionable positives came back as negative upon repeat on the alinity. The customer confirmed environmental samples were negative, along with additional 48 water blanks. It was concluded there might have been glove contamination during swab removal that was transferred to subsequent samples that caused the false positive results. It was confirmed that the false positive results were reported outside the lab. The was no information provided regarding impact to patient management due to this observation.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: only the result log files that were mentioned in the activity text of the ticket and/or contain the complainant samples were reviewed along with the associated attached multi-component files. Abbott amb (ambassador) was onsite and spoke to the customer and the lab acknowledges that there could have been glove contamination during swab removal that was transferred to subsequent samples. The amplification curves of the complainant sample were analyzed. The cluster of false positive samples were observed, and this issue was a one time incident. These are indications that contamination is a contributing factor, as is the number of false positives. Field service engineer spoke to the customer and they do not appear to be experiencing an elevated positivity rate as they did when the complaint was initially filed. Quality data review: a device history review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522689 (and their components) was performed. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522689 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522689. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522689. CAPA/non-conformance review: CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522689 and their components. The search did not identify any internal or post-production use records related to these lot numbers and the reported issue. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522689 was not identified.